Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding an unknown patient with a neurostimulator. An impedance issue was reported. Impedance measurements were taken by the hcp who sent a screen shot of their physician programmer showing that the longevity was 99 months and impedance values were greater than 4,000 ohms. It was reviewed with the rep that longevity and programming were a factor in calculating the longevity of the implantable neurostimulator (ins). The rep did not have patient or programming details as they were contacted by the hcp today. No patient symptoms were reported.